Event description:
It was reported that a patient's ambulatory infusion pump displayed a "blockage detected error" while showing that 0.20ml of drug remained, however, the reservoir cassette was actually empty. Fault occurred while in use, but no patient or clinical injury was reported. It was further reported that the patient's pharmacy will send a replacement pump to the patient.